Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had suspected fractures. This fracture was not confirmed via chest x-ray. Attempts to obtain additional information were unsuccessful. This lv lead remains in service. No adverse patient effects were reported.